Event description:
Reporter alleged being unsure of a patient in full cardiac arrest and his candidacy for bedside testing when discrepent results were obtained from a glucose monitoring device versus lab comparison. Reporter stated device result from meter #1 was 50 mg/dl and a second blood glucose monitoring device result from meter #2 was 68 mg/dl at 11:41 am. Reporter stated that lab from a femoral artery sample result was 675 mg/dl taken at 12:05 pm. Reporter indicated blood glucose from meter #1 was 50 mg/dl at 12:46 pm and a lab result was 738 mg/dl at 1:14 pm. Reporter stated patient has potential vascular issues related to cardiac arrest. Reporter indicated linearity on both devices were "good" and controls were run and within range on both devices within the last 24 hours of the alleged incident. Reporter stated patient treatment included two ampules of d50 intravenously, d5 0.9% ns, and 10 units of humulin r insulin intravenously. A request has been made by the company representative to obtain further information on patient's current condition. A request for the return of the suspect device has been made, however denied replacement product.